Manufacturer narrative:
(B)(4). To address the inconsistent k results, the customer replaced the ict module and field service replaced the ict reference and aspiration syringes. The ict module's age, expiration date and serial number were not provided. The complaint history also shows that in the same time frame of the k issue, the sample probe and reagent 1 probe were replaced to address qc imprecision experienced on several non-ict assays. The sample probe and r1 probe replaced to address the qc imprecision issue are also used for ict k testing. Field service verified the system's performance. The complaint history subsequent to the actions noted above does not include a recurrence of discrepant/inconsistent k results. The architect system operations manual and ict sample diluent package insert provide sufficient information regarding scheduled maintenance and component replacement for the c8000 system, sample handling, interpreting results, and troubleshooting the customer's issue. Based on the available information a specific cause for the inconsistent high k result could not be determined. Probable causes include the ict module not performing as expected, and/or an issue with the ict syringes, and/or an issue with the sample probe and/or reagent 1 probe, and/or a sample integrity related issue. A deficiency was not identified.

Event description:
The customer stated potassium results were not reproducible on the architect c8000 analyzer. A high patient result of >10 mmol/l was generated, and when the sample was retested, the result was 4.00 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process